Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Per customer, the instrument would not proceed past the 360 logo screen upon initial boot after the weekend. The temperature in the laboratory was much lower than usual, indicating a power failure had most likely occurred over the weekend. Fse had the customer restart the instrument; after a longer time the instrument started up and ran normally. The aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial (B)(4) from 19-jan-2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual in precautions for installation states the following warning and caution: connect system to suitable power source make sure to connect the aia-360 analyzer to a power source that has ample capacity and is free of significant voltage fluctuations. Power sources with insufficient capacity or significant fluctuations in voltage pose a potential fire hazard. Carefully check ground connections failure to properly ground the system is a potential source of electrical shock. Make sure to connect the system to a three-pronged power socket. Grounding the system helps to prevent system malfunctions due to noise as well as prevent electrical shock. Do not connect the system ground line to gas pipes, water pipes, lightning rod lines or the telephone system ground line. Gas pipes can ignite fires and cause explosions, water pipes are not an effective ground, lightning rods and telephone lines are a potential source of danger when lightning strikes. Select installation site with care refer to section "system installation" in this manual and select a suitable site for installation of the aia-360 system. Always notify a tosoh service counter whenever installing or moving the aia-360 system. Avoid altering power cables, using under-capacity extensions and branch connecting from power outlets these are potential sources of electrical shock or even fire. Always select extension cables that have sufficient capacity and a ground line. Confirm plug is free of dust or dirt and insert firmly into socket make sure to remove and inspect the power plug several times a year. Contamination from dust or foreign matter, failure to fully insert into socket or a loose socket may result in electrical shock or even fire. Chapter 2: installation environment provides visual instructions on proper and safe installation and the proper environment for the aia-360. The most probable cause of the reported event was due to power outage at the customer's facility.

Event description:
On (B)(6) 2018, a customer reported the aia-360 instrument would not boot up when the power is turned on. Customer stated the temperature in the laboratory is 60°f, which is colder than usual (the operating environment condition temperature 15 to 30°c, or 59 to 86°f). The customer is unable to run patient samples on luteinizing hormone (lhii), estradiol (e2), progesterone (prog), and beta human chorionic gonadotropin (bhcg). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii, e2, prog, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.